Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient (B)(6) underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Four and a half hours into the ablation procedure, during the last radiofrequency (rf) ablation delivery, as the physician was moving the catheter from the left atrial appendage (laa) to the right superior pulmonary vein (rspv), the patient began moving a lot and became diaphoretic. Intracardiac echo (ice) confirmed pericardial effusion. The patient¿s blood pressure was low (in the 70/40 range). The physician stopped the procedure, pulled catheters back from the left atrium, administered protamine and performed a pericardiocentesis. They removed 500 ml, the patient's pressure was back to normal, normal oxygen saturation and a strong pulse. Patient was moved to the operating room and had an open-heart surgery to fix a perforation in the left interior portion of the appendage. Prolonged hospitalization was required. The physician said the event most likely occurred from the patient bucking during the procedure and poking through the appendage. Patient had improved and was waiting to be discharged. Transseptal puncture was done with a brk-1 needle. There was no evidence of steam pop during the ablation. The final ablation the parameters were: 45 watts, 17 ml/min. The catheter irrigation was set at 17. No error messages were displayed on any equipment. Graph, dashboard, vector and visitag were used as force visualization features. The parameters of stability used with the visitag module were: 3,3,25%, 3. Impedance drop was used as coloring option.